Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was implanted approximately eight months after the use before date. The device remained in use for approximately ten years until it was explanted and replaced. No patient complications have been reported as a result of this event.